Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00549. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pelvic organ prolapsed and stress urinary incontinence. Following implantation patient experienced pain, erosion of her internal bodily tissue and other injuries, vaginal discharge, bleeding, infections, recurrence of stress urinary incontinence, leakage of feces, depression and she has undergone additional surgeries and revisionary procedures. It was reported that due to pain patient underwent revision of mesh in (B)(6) 2010 and additional revisionary procedures in 2011 and 2012. No additional information provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of mesh and reepithelialization on (B)(6) 2010 by (B)(6) md due to mesh exposure in the posterior fourchette at (B)(6) hospital.

Event description:
Details: it was reported that the patient underwent excision of mesh and re-epithelialization on (B)(6) 2010 by (B)(6) md due to mesh exposure in the posterior fourchette at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.